Event description:
It was reported that, earlier (first) revision on (B)(6) 2026 revised to another glenosphere (36 lateralised) and a new poly (other case) due to instability. This case is related to (B)(6).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. There is an another case (second revision linked to this case). The cross-referencing in h10 with MFR numbers will be possible once those are generated post initial submissions. Will include in supplemental reports.